Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item or lot # available.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. Concomitant medical products: tsvb13, impl tapered scr-v sbm 3.7mm 3.5mm 13mm, lot number 1256827.

Event description:
It was reported that the hc got stuck in the implant and the clinician tried to adjust it, when the hc and the implant came out together. Another implant was placed in the same procedure.